Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit was annunciating error code 1124 (battery failed). It is unknown if there was any patient involvement. Upon follow up, the customer advised they had no patient information, but no patient harm.